Manufacturer narrative:
A review of the DHR for the device was performed and there were no issues noted for needle attachment during manufacturing. The device passed all finished goods testing requirements, including needle attachment testing. Additional testing from manufacturing retains of this lot confirmed intermittent inadequate needle attachment strength per usp requirements. A summary of the testing is provided in the attachment to this report. A review of complaint trending for the product did not reveal any prior needle detachment events for this product. A cause of the event has not been established and there are no defective products in the field. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical, or its employees, that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr part 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.

Event description:
According to the reporter, "we have been having a problem with the 3-0 pdm suture on ps-2 needle. We have one obx with 2 left, and a full unopened box. Of the 8 we've used dr. " " and I can think of 4 of the needles falling off, two of which were today during surgery."